Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of the mid lad. During preparation, after opening the pouch, while attempting to thread the device onto the guide wire, it was visually confirmed that the stent had bent (deformed). The device was not used.

Manufacturer narrative:
Combination product: yes. The affected device was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of the mid lad. During preparation, after opening the pouch, while attempting to thread the device onto the guide wire, it was visually confirmed that the stent had bent (deformed). The device was not used.